Event description:
On (B)(6) 2017, the lay user/patient¿s doctor contacted lifescan (lfs) USA, alleging that the patient¿s unspecified onetouch meter was not functioning. No further details were provided. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter issue began a few days prior to (B)(6) 2017. The reporter stated that the patient manages their diabetes with oral medication, diet and exercise and claimed the patient continued to take their usual dose of amaryl 2 mg twice daily in response to the alleged issue. The reporter claimed that on (B)(6) 2017 the patient ¿passed out¿ due to the alleged issue and crashed their car. The reporter claimed the patient was treated by the emergency medical services (ems) with IV fluids and sugar water. The reporter stated that the patient¿s blood glucose was measured at ¿61 mg/dl¿ on the ems device. At the time of the call, the reporter informed the csr that the patient was still in hospital. The subject products were unable to be replaced and requested back for investigation since the reporter refused to provide the patient¿s mailing address. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion with loss of consciousness after the alleged meter issue began.